Event description:
As reported by the field clinical specialist, a patient with a 26mm sapien 3 ultra aortic valve implanted for 3 years and 11 months will be returning for a valve-in-valve procedure due to severe stenosis. The procedure date is to be determined.

Manufacturer narrative:
Investigation is ongoing.